Event description:
It was reported that a viscous foreign matter was found in the bd plastipak¿ luer-lok¿ syringe plunger before use. The following information was provided by the initial reporter, translated from portuguese to english: "material showed a viscosity in the plunger. Additional information: the defect was noticed before the use. The product was not used, it was segregated after the defect was noticed."

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and the maintenance occurrence (B)(4)¿ excesso de silicone potentially related to the occurrence was observed. The picture and sample sent by the customer were verified and it was possible observe silicone visible. According evaluation the possible cause for the occurrence is a failure at lubricant application station. To the complaint products it was required the lubricant inside the syringe, this lubricant was controlled during the production by visual inspection. This lubricant meets the requirements for biocompatibility per (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a viscous foreign matter was found in the bd plastipak¿ luer-lok¿ syringe plunger before use. The following information was provided by the initial reporter, translated from portuguese to english: "material showed a viscosity in the plunger. Additional information: the defect was noticed before the use. The product was not used, it was segregated after the defect was noticed."